Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke with the customer to troubleshoot the device. Tac informed the customer that the scope could be causing the error but if working scopes are "hot swapped" into the tower without powering down, the error will remain. Additionally, tac advised the customer to clean off the scopes contacts with alcohol and try them one at a time making sure to power down in between to find the scope that caused the error. The customer was able to test 4 out of the 5 scopes and did not present a b30 error again. The endo department was unable to locate the 5th scope for testing. The customer was aware to clean off the contacts with alcohol and then plug the scope back in with the tower powered down. It was unclear if the missing 5th scope is the root cause or cleaning off the contacts of the scopes resolved the error the investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during preparation for use, five of their evis exera iii xenon light source had an error code b30 communication error. The unknown diagnostic procedure was completed using a similar device. There was no delay, harm, infection or user injury reported due to the event.